Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous left superficial femoral artery. The wanda 4.0-80, 120 was being used for predilatation. On the first inflation the balloon was inflated to ten atmospheres and ruptured. A non bsc balloon was then used. Two non bsc stents were implanted. The procedure was completed successfully after post dilatation with a wanda 7mm-8cm. The patient status is listed as good with no complications reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4): as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)